Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call damage to the insulin pump. Customer's blood glucose level was 95 mg/dl. Customer advised they fell down on their device and they cannot read the screen. Troubleshooting for the cosmetic damage was performed. Customer advised the device has scratches on the screen which make it difficult to read the display. Customer advised the act button is not working properly as well. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.